Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco/wedge/segmental resection. While firing for the third time on the lung the device fired successfully. However, when they went to open the jaws something was stuck to the cartridge and they could not removed the device from the tissue. The reload was removed using force but no tissue was damaged. The staples were fully deployed and the tissue cut. No patient injury.